Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. It was also reported that the drive support cap is sticking out. Customer's blood glucose reading was 252 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose drive support disk. The device had broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)